Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years after insertion of essure. The patient was treated with surgery (essure device removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in a 47-year-old female patient who had essure (batch no. 50705834) inserted for female sterilization. The patient's concurrent conditions included morbid obesity and gastric bypass. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), 7 years after insertion of essure. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, bilateral oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. The reporter commented: 5 coils were visualized within the uterine cavity. Same procedure was repeated on the left side and 3 coils were seen to be protruding within the uterine cavity. Insertion date: (B)(6) 2013 (discrepancy noted as per mr). Removal date: (B)(6) 2019 (discrepancy noted as per mr). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in a 47-year-old female patient who had essure (batch no. 50705834) inserted for female sterilization. The patient's concurrent conditions included morbid obesity and gastric bypass. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), 7 years after insertion of essure. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, bilateral oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. The reporter commented: 5 coils were visualized within the uterine cavity. Same procedure was repeated on the left side and 3 coils were seen to be protruding within the uterine cavity. Insertion date: (B)(6) 2013 (discrepancy noted as per mr). Removal date: (B)(6) 2019 (discrepancy noted as per mr). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: medical record received. Lot number added. Event medical device removal was updated to abnormal uterine bleeding. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years after insertion of essure. The patient was treated with surgery (essure device removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.